Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was loud and did not cut. There was no other information provided.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The procedure performed was a laparoscopic supracervical hysterectomy. The procedure was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade would not rotate during the evaluation.